Event description:
In 2006, the caller got erratic readings from her adc device. She was feeling lightheaded and lost consciousness. To counteract her symptoms her husband gave her a glucagon shot. Comparison readings were obtained from a non-adc meter. Third party medical intervention was not requested for the reported medical event.